Event description:
It was reported that two instruments were found in the sealed blisters where the protective caps had fallen off. The devices were not used in a procedure.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.